Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The hcp reported that they saw the patient yesterday. The patient though their stim was turned off. When they used the patient's handset to check the ins, they got a message "internal device has lost all data". The clinician then tried to launch the clinician app on the patient's handset and they got a message "contact medtronic to create your password with the code below". The patient was not at the office at the time of the call, so technical services could not troubleshoot. The hcp was going to have a manufacturing representative meet the patient at the hcp office to troubleshoot.